Manufacturer narrative:
H.6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2041132 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torqueing, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2041132 (10 tubes) were available for inspection. The retention samples showed a hazy media appearance in 10/10 retention sample tubes. Per procedure material 221788 should be boiled for ten minutes before using. For investigation, two tube were boiled for ten minutes. After ten minutes of boiling, the media cleared to a clear yellow as described in the certificate of analysis. For additional investigation the two retention tubes were incubated. One tube was placed in the 33 to 37 degrees celsius incubator and one tube was placed in the 20 to 25 degrees celsius incubator. No microbial growth or turbidity of the media was seen in 2/2 incubated retention tubes at seven days incubation. One photo was received to assist with the investigation: the photo shows a computerized screenshot of a list of products. Without product verification or the product and product defect, a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important information such as batch/lot number must be included in the photo. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination occurred. The following information was provided by the initial reporter: the product with the code 221788 was contaminated when it was delivered to the institution. Products were taken back as a result of decontamination from institution. No results were obtained for 21 of 500 products. We received 479 bottles from the institution.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination occurred. The following information was provided by the initial reporter: the product with the code 221788 was contaminated when it was delivered to the institution. Products were taken back back as a result of decontamination from institution. No results were obtained for 21 of 500 products. We received 479 bottles from the institution.

Manufacturer narrative:
Initial reporter address: (B)(4). Initial reporter facility name: (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.